Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.

Manufacturer narrative:
The updates to the d4 catalog number and d4 serial number data fields in follow-up 1 reporting were corrections that were inadvertently not identified as such.

Manufacturer narrative:
Additional information indicates that the device is eligible for return and currently in transit.

Event description:
The complainant reported a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. The cannula kinked as the impella cp was delivered over the arch through the aortic valve. The procedure was successful with another device. No patient harm was noted. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the product damage was not determined due to insufficient clinical details.